Event description:
It was reported a patient had a revision of a right hip prosthesis. Subsequently, approximately two weeks later, radiographic imaging displayed dissociation of the cup from the pelvis and ¿huge¿ pelvic defects. Upon follow-up, the patient reports having severe pain and assessment indicated that the right leg was shortened. A pmi product is currently being planned for the patient¿s next revision.

Manufacturer narrative:
(B)(4). D10: 00625006535 bone screw self-tapping 6.5 mm dia. 35 mm length j7487170. 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length j7548920. 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length j7332696. 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length j7526172. 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length j7410198. 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length j7353484. 110024467 g7 dual mobility liner 54mm I 879840. Ep-200160 act artic e1 hip brg 28x54mm 242220. 00-8777-028-01 biolx opt hd/adpt 12/14 28x-3 3137218. 110010273 g7 osseoti multihole 70mm I 6307341. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03361, 0001822565 - 2023 - 03362, 0001822565 - 2023 - 03363, 0001822565 - 2023 - 03367, 0001822565 - 2023 - 03369, and 0001822565 - 2023 - 03370. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed on an unknown date with unknown products. A revision occurred where zb products were placed. Follow ups show the cup migrated from the pelvis and there are huge bone defects. Leg shortening was also reported, however it is unknown whether that was a pre-existing condition or a result of the current issues. A revision has not yet occurred. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: marked malposition and presumed migration of the right hip arthroplasty acetabular implant as noted. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.